Event description:
Spectra laboratory reported that the na intact pth assay provided high results (approx. 1600 pg/ml) on two patients tested in its site. When retested using another assay (irma pth), both patients values were below 2 pg/ml. The laboratory also reported that another patient treated at another site may have undergone unnecessary surgery because of a similar descrepancy. This information was found during review of nid files.

Manufacturer narrative:
This report is based on information found during a review of nid files. Nid has ceased manufacturing operations and no longer markets this product.